Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged after the first two positions and helix extension. The physician did not want to chance later dislodgement and decided to implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.